Manufacturer narrative:
Concomitant medical products: 6935m62 lead implanted (B)(6) 2019; 5071-35 lead implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they heard beeping. It was determined that an alert had triggered for out of range impedance on the right atrial (ra) lead. The alert was turned off as the lead could not be replaced at a prior procedure. The lead remains in use. No patient complications have been reported as a result of this event.